Event description:
The customer reported that they had a pt on the table and the therapist was in the room using auto mode-up on the pendent, while another therapist was at the console. The therapist in the room was watching the gantry move and noticed that the pv arm was going to collide with the couch. She released the motion enable bars on the hand pendent, but the gantry kept moving. She then called to the other therapist outside the room to release the motion enable at the console, but the gantry was still moving and the pv cassette collided with the couch. This event happened again on another pt and then decided it was unsafe to continue using the machine to treat. The customer informed the varian service rep that the left side hand pendent (facing the machine) was acting up and had been for at least a week. They stated it would go "dead" intermittently and only the gantry and angle light was on. The customer stated it was in this state ("dead") when the collision occurred.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.